Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient reported experiencing pain at the incision site and mesh extrusion into the vagina. In (B)(6) 2007, the patient had the mesh trimmed by two consultants, one under local anesthetic and the other under general. The patient later experienced recurrent mesh extrusion and severe urinary stress incontinence. No additional information is available.